Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The complaint of e315 code could not be reproduced. It is likely the digital light source cable was not fully seated. Connecting the cable as described below in the instructions for use may have prevented the indicated event. "Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the e315 error code was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is displaying an e315 unsupported scope error when the 190 series scope is connected. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.